Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patients and orders were not crossing over from meditech to pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialed into the server and ran the server downtime query. All returned messages indicated that all processing times were current. The specialist then checked health sight viewer and confirmed that there were no recent pharmacy order delays or outages. The specialist also attached the knowledge article titled (medes: interface delayed/down notice). The system functioned as intended after the technical support specialist troubleshot the device.